Manufacturer narrative:
G4: 07feb2020. B4: (B)(6)2020 the service engineer (se) inspected the device and replaced the touchscreen to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/31/2020.

Event description:
It was reported that the ventilator had a bad touchscreen. There was no patient involvement.